Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # 0205490640, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the tined lead found the conductors and outer insulation were ¿severely¿ twisted. All conductors were broken (overstress/damage). Analysis of the extension found no anomaly.

Event description:
It was reported that the patient¿s implantable neurostimulator (ns) showed impedance values outside of normal range. Various program adjustments were not effective for the patient (therapy was no longer effective for them). The patient was scheduled for a lead revision and, when seen in the waiting room, impedances showed >4000 ohms on electrode combinations of case (c) to #0, c to 1, c to 2, and c to 3. During the lead revision procedure, the surgeon opened the pocket site first and found that the lead was coiled inside the pocket without the electrodes present. X-rays taken confirmed that the electrodes were still present in the foramen of the patient (¿rs4¿). The lead was replaced in ¿ls4¿ with good physiological responses observed. The extension component was connected and the same ins was re-implanted but with a reduction of the pocket size, an increase in depth, and anchoring sutures used to the fascia. No patient injuries were reported. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.